Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and showed defects to the outer case. Functional evaluation found the device cannot generate and control negative pressure and cannot generate alarms under expected alarm conditions, establishing a relationship between the device and the reported event. The root cause was identified as a defective vacuum motor. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys touch non connect 4th ed device during service and repair operations can not generate and control negative pressure and can not generates alarms under expected alarms conditions.